Event description:
Alleged the brake pedal will "pop" out of the brake position when the bed is moved.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold and the steer caster would not lock into the steer position. The technician found the brake-steer caster was installed incorrectly. The brake/steer caster was installed in the correct position to repair the bed.